Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A remote follow-up showed inappropriate mode switching due to competitive atrial pacing. No further action was taken and the patient did not experience any adverse consequences due to this event. The patient was in stable condition.